Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted transgastric to the stomach during an endoscopic ultrasound (eus)-guided roux-en-y choledochojejunostomy and cholecystectomy procedure performed on (B)(6) 2026. During the procedure, the axios stent locking piece was not working, it was too stiff. The step 2 of the deployment process was not able to be achieved. Another of the same device was used to complete the procedure. There were no patient complications reported as a result of this event. Note: it was reported that the axios stent was attempted to be implanted transgastric to the stomach. However, per the axios stent and electrocautery-enhanced delivery system directions for use, the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of pancreatic pseudocyst or a walled-off necrosis with greater than or equal to 70% fluid content, gallbladder in patients with acute cholecystitis who are at high risk or unsuitable for surgery and bile duct after failed ercp in patients with biliary obstruction due to a malignant stricture. The device is not indicated for placement transgastric to the stomach.

Manufacturer narrative:
Block h6: imdrf device code a05 captures the reportable event of stent lock failure to lock. Imdrf device code a0506 captures the reportable event of stent lock failure to unlock.

Manufacturer narrative:
Block h6: imdrf device code a05 captures the reportable event of stent lock failure to lock. Imdrf device code a0506 captures the reportable event of stent lock failure to unlock. Block h11: investigation results: based on the available information, boston scientific could not confirm the reported events of stent lock failure to lock and stent lock failure to unlock. Functional inspection of the returned device identified no anomalies with the locking mechanism. The investigation concluded that the additional observed event of sheath kinked was most likely caused due to procedural factors such as excessive force and/or manipulation of the sheath. It was reported that the axios stent was attempted to be implanted transgastric to the stomach. However, per the axios stent and electrocautery-enhanced delivery system directions for use, the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of pancreatic pseudocyst or a walled-off necrosis with greater than or equal to 70% fluid content, gallbladder in patients with acute cholecystitis who are at high risk or unsuitable for surgery and bile duct after failed ercp in patients with biliary obstruction due to a malignant stricture. The device is not indicated for placement transgastric to the stomach. Additionally, stent partially deployed is noted within the instructions for use (IFU) as a potential adverse event associated with the use of the device. Device history record: it was confirmed this device met manufacturing specifications prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Device technical analysis: an axios stent and electrocautery enhanced delivery system was returned for analysis with the stent partially deployed. X-ray examination did not identify any damage to the device. Visual examination identify stent deployment had been attempted. The handle was observed in position 0 of the deployment process. The outer sheath appeared slightly retracted. A kink was observed near the luer; however, no additional damage to the handle or sheath was identified. Functional testing was then performed. The slider was pushed down and able to be unlocked, and advancement was performed without issues from position 0 to position 4 of the deployment process. The stent was able to be fully expanded to its designed shape with no issues. Labeling review: a labeling review was performed and, from the information available, this device was used in a manner inconsistent with the IFU (instructions for use) / product label. Additionally, stent partially deployed is noted within the instructions for use (IFU) as a potential adverse event associated with the use of the device. Risk review: a risk review was completed and confirmed that the events of fail to lock and fail to unlock were defined in the risk documentation. These event types have been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted transgastric to the stomach during an endoscopic ultrasound (eus)-guided roux-en-y choledochojejunostomy and cholecystectomy procedure performed on (B)(6) 2026. During the procedure, the axios stent locking piece was not working, it was too stiff. The step 2 of the deployment process was not able to be achieved. Another of the same device was used to complete the procedure. There were no patient complications reported as a result of this event. Note: it was reported that the axios stent was attempted to be implanted transgastric to the stomach. However, per the axios stent and electrocautery-enhanced delivery system directions for use, the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of pancreatic pseudocyst or a walled-off necrosis with greater than or equal to 70% fluid content, gallbladder in patients with acute cholecystitis who are at high risk or unsuitable for surgery and bile duct after failed ercp in patients with biliary obstruction due to a malignant stricture. The device is not indicated for placement transgastric to the stomach.